Event description:
A pump alarm was reported during the insulin pumping process, and the customer declined to specify whether their blood glucose level exceeded 500 mg/dl. There was no reported adverse impact to the customer¿s blood glucose level. The customer was unable to load a new cartridge or resume insulin therapy, resulting in recurring cartridge alarms. Technical support assisted the customer by arranging the replacement of the pump and instructed them to use multiple daily injections as a backup therapy until the replacement arrived. The customer was guided to put the pump into storage mode and return it using a prepaid label.